Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer was having difficulty charging the pump with the usb cable. Reportedly, the customer was using tape to keep the connection on the cable. There was no impact to the customer's blood glucose level.